Event description:
It has been reported the pt is without stimulation. The x-rays of the header and the leads showed all the devices to be intact. Surgical intervention to further assess system lead and the ipg is pending.